Event description:
The customer contacted stryker to report that their loaner device would not longer power on. In this state, defibrillation therapy may be prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker was unable to duplicate or verify the reported issue. The battery pins in the device were replaced as a preventative measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their loaner device would not longer power on. In this state, defibrillation therapy may be prevented from being delivered to the patient if needed. There was no patient use associated with this event.